Manufacturer narrative:
Section b5 should be previously reported as the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer reported an allegation of visualization of dubious presence of organic compounds in the patient circuit related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned to third party service center for further evaluation. The device was evaluated. There was no mention of visual findings to the external part of the device. The internal aspect of the device was evaluated and no contamination was observed. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There were no errors found. Dust/dirt inside the device was observed. The manufacturer concludes that there was no visible foam degradation but dist/dirt inside the device was observed and the unit was scrapped.

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.